Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-aug-01. The cause of the clear boots sticking to the tray was not determined. The patient¿s weight was unknown by the representative. The spinal segment of the catheter that was revised was discarded by the hospital.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8598a, lot# hg13yq309, implanted: (B)(6) 2017, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Conclusion code applies to the catheter (8709sc) and conclusion code applies to the 8598a revision kit.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine and dilaudid at unknown concentrations and dosages via an implantable pump for non-malignant pain and spinal pain. It was reported that a catheter event had been confirmed. The representative was called to attend an unrelated spinal surgery in case the surgeon cut the catheter. The catheter was indeed cut and they removed the spinal segment even after it was suggested they leave the spinal segment in place. The neurosurgeon was called in and spliced a spinal revision kit to the pump segment. It was stated that they used both white boots. They sutured the white boot on the spinal segment. It was stated that the clear boots actually stuck to the top of the tray so they could not use them. The kit was discarded. The event date was stated as (B)(6) 2017. The patient was getting close to the elective replacement indicator (eri) on the pump and was hoping to wean off the pump. The patient stated the pump was life changing and had no complaints, but was hoping to improve his condition enough to be weaned off the pump and no longer use it. The original length of the catheter was 86.5 cm and 23.9 cm were removed from the catheter at the spinal segment end all the way to the tip. The remaining original length was 62.6 cm. The new spinal catheter implanted length was 38.1 cm and the spinal volume was 0.084 ml. The total catheter length was 100.7 cm and the total catheter volume was 0.222 ml. They were going to prime the volume of the new catheter segment over the fastest duration. There were no further complications reported or anticipated.